Manufacturer narrative:
The pipeline flex with shield device has been returned and evaluation is in progress. A follow-up MDR will be submitted when device investigation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-450-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion of an unruptured, saccular aneurysm in the internal carotid artery (ica). Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex with shield was deployed and did not open in the distal section; the middle section was noted to be open. The distal section of the pipeline was noted to be in a vessel bend. The device was resheathed more than two times and the ptfe sleeves were pushed away, but the device still did not open. The device was removed from the patient. A new pipeline flex with shield was used to continue the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. The distal and proximal ends of the pipeline flex shield braid were found fully open with moderate fraying. No other anomalies were observed. Based on the analysis findings and provided procedural images, the report of pipeline flex with shield failure to open on the distal end could not be confirmed. The event cause could not be determined as the distal and proximal ends of the returned pipeline flex shield braid were found fully open. The customer reported that the patient¿s vessel tortuosity was moderate and the distal section of the pipeline was deployed on a bend. It¿s possible that the ¿moderate vessel tortuosity¿ contributed to the failure to open issue. It is not recommended to initiate deployment of the device on a bend. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the product analysis does not indicate a potential or confirm manufacturing issue. All products are 100% inspected for damage and ir regularities during manufacture. If information is provided in the future, a supplemental report will be issued.